Event description:
The customer received a blood glucose reading of 328mg/dl on the contour next link meter, re-tested on a different meter and the reading was 150mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The customer declined to returned the test strips for evaluation.